Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 54 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The caller stated that it appeared the customer had received 35 units per hour until the reservoir was completely empty. Advised the caller that the insulin pump would be replaced. Nothing further was reported.